Event description:
It was reported that insulin was leaking into the reservoir compartment of the pump. Troubleshooting revealed the customer may have pulled the o-rings out when they removed the plunger. Customer stated they will go to the doctor's office for further troubleshooting.